Event description:
Reporter stated that patient's blood glucose was tested on the compact plus system with a result of 428 mg/dl. Within 10 minutes, patient's blood glucose was reportedly retested on a professional's device with a result of 120 mg/dl. L1 control solution was run on the compact plus system and was reportedly in range. No adverse event due to discrepant results. A request was made for return of the suspect product and a replacement was provided.